Manufacturer narrative:
1. Product DHR confirmation: batch number: gw2504008, quantity: (B)(4) pieces. It is confirmed that there are no abnormalities in the production process, and the softness of the head end and the finished product inspection meet the requirements. 2. As the product has not been returned, the appearance inspection, the softness test at the head end and the physical analysis cannot be carried out. Therefore, it is temporarily impossible to confirm that there are design or manufacturing defects in the product. After the incident, used trufill (cerenovus) and kaneka I ed coils to stop bleeding due to perforation. The operation was successfully completed without changing the product. Patient safely woke up and didn't show visual / physical deficits post procedure. 3. During the process of advancing the guide wire during surgery, the control of the operation force and angle is extremely strict. Even minor deviations during the operation may lead to vascular perforation, which is a known operation-related risk in neurovascular interventional surgery. 4. Such vascular perforation events have been included in the user manual and usefmea documents of neurovascular microguidewire products. They are expected surgical complications of intracranial interventional surgery and are closely related to factors such as the patient's vascular anatomical characteristics and the difficulty of surgical operation.

Event description:
The physician was treating an acute subdural hematoma on a (B)(6) year old female patient and was advancing the guidewire through a headway duo 167cm (terumo) and as he was advancing, he reported a perforation in the mma artery. The physician used trufill (cerenovus) and kaneka I-ed coils to stop bleeding due to perforation. Patient safely woke up and didn't show visual / physical deficits post procedure. On (B)(6) 2025 the physician advised that the patient is stable and there has been no change in the outcome post procedure.